Event description:
It was reported the pt experienced pocket heating at the ipg site while recharging the ipg. It was also reported the ipg site is sore as a result.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.